Manufacturer narrative:
Batch review performed on (B)(6) 2017, lot 090897: (B)(4) items manufactured and released on (B)(4) 2009. Expiration date: (B)(6) 2014. No anomalies found related to the problem. To date, all items of the same lot have been already sold without any similar reported event.

Event description:
The patient came in complaining of pain. The surgeon revised the head, cup and liner. Additional information received on 30 nov 2017 by the complainer: there was small evidence of osteolysis which most likely was the cause of pain.

Manufacturer narrative:
On 24 nov 2017 the medical affairs director made the following analysis: partial revision (head and cup) of a primary double mobility cementless tha after 8 years. Pain was reported. One image only is supplied, an intra-operative fluoroscopy, date unknown. The only detail apparent from it is a rather proud cup in the cranial aspect, that may have psoas impingement, although the implant did work for 8 years. No comparison between images is possible, therefore cup mobilization cannot be determined. We could not recognize any indication of a defective implant. On 30 nov 2017 the r and d project manager checked the retrieved images of the explants commenting as following: no particular sign can be noted on the implants. The root cause of the event cannot be determined. Batch review performed on 30 november 2017: (B)(4).

Event description:
The patient came in complaining of pain. The cause of pain is unknown. The surgeon revised the head, cup and liner. The surgery was completed successfully.